Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve from a left side subclavian access site, the valve dislodged from the targeted position while still attached to the delivery catheter system (dcs). The valve, which had been deployed less than two-thirds, was pulled back partially into the introducer sheath to assist with recapture into the dcs capsule. However, during the attempt to recapture, the frame loops released from the dcs tabs prematurely deploying the valve. A snare via the groin access site was used to pull the deployed valve back into the ascending aorta. During attempted positioning of this valve ventricular fibrillation occurred which was resolved with cardioversion. A second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. Per the instructions for use (IFU), after partial deployment of the valve, retrieval is not recommended. In this case, the most likely reason the valve dislodged was that an attempt was made to recapture the valve.